Event description:
The complainant reported additional information upon request: "the intervention was successful. I do not have the pump for return."

Manufacturer narrative:
B5 and d4 (UDI) updated. The investigation is still ongoing.

Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of asae was most likely use issue related due to anticoagulation management since heparin drip was stopped and bleeding resolved.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6)2025, 88-year-old male presented to (B)(6) hospital for high-risk percutaneous coronary intervention with an ejection fraction of 5%. On this date the patient was transferred to (B)(6) hospital via ambulance. Upon arrival patient had right groin hematoma. Pressure was held by physician. Hematoma improved. On post placement day 1 heparin level noted to be subtherapeutic. Heparin purge solution started and heparin drip started. Patient noted to have ecchymosis of right groin with site noted to be soft and non-tender. Two days post placement patient noted to have decreased mixed venous with increase in cardiac output with concern for bleeding without hemoglobin drop. Significant groin bleeding noted the evening of (B)(6) to (B)(6). Heparin drip stopped and bleeding resolved. On (B)(6) 2025 patient made a do not resuscitate with impella explanted. Patient expired. The impella cp will be coded for hematoma and major bleed due to the anticoagulation requirements for device implant and maintenance. The impella cp will be conservatively reported for death but is known to be unlikely related as the device performed as expected and the death is most likely caused by the underlying critical condition of the patient and the decision to withdraw care.